Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 that appeared on the homechoice (hc) display during dwell 3 / 4. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted with troubleshooting the alarm. The caregiver (cg) stated that the hp knocked a supply bag over and unspiked it, causing the 2240 alarm. No patient injury or medical intervention was indicated at the time of the initial report. Per 2240 call script: the hp was connected to the hc cycler at the time of the alarm. The bag fell and disconnected causing a leak. During a follow up phone call by product surveillance to the cg on (B)(6) 2010 regarding the disconnect, the cg confirmed that she did not notice any defects on the supplies. Per cg, the hp did not have any injury or harm as a result of this incident. The supplies were discarded, and she did not have the lot numbers. The cg confirmed that the hp is doing fine and continuing therapy. No patient injury or medical intervention was indicated at this time.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample therefore the assignable cause could not be determined. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).